Event description:
Patient reports not seeing progress on the upper teeth, having issues with one of the molars (pain/loose) and gum recession area for most of the treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.